Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reported a "scan again in 10 minutes" error message with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. No symptoms were reported. The customer contacted emergency medical services who went to the customer's home and obtained a reading of under 50 mg/dl on a healthcare professional (hcp) meter. The hcp also advised the customer to replace the adc device. The customer self-treated by consuming food. There was no report of death or permanent impairment associated with this event.

Event description:
On behalf of the customer, a caregiver reported a "scan again in 10 minutes" error message with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. No symptoms were reported. The customer contacted emergency medical services who went to the customer's home and obtained a reading of under 50 mg/dl on a healthcare professional (hcp) meter. The hcp also advised the customer to replace the adc device. The customer self-treated by consuming food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.